Manufacturer narrative:
The reported event was confirmed as use-related. Evaluation report of the returned sample, submitted by atrion medical, states that during functional testing, the device would not draw water and could hear air pulling in, the device leaked from the o-ring/clamp area and would not build pressure, because the o-ring was dislocated and blown out of its assembled position. When the o-ring was removed and replaced with a new one, the device passed the pressure leak, pressure decay, and vacuum capability tests with no leaking observed. Due to the gauge being off zero as received in, the device failed the gauge accuracy portion of the functional testing. Atrion medical's current manufacturing controls include 100% testing for pressure leakage, pressure decay, vacuum decay, and gauge accuracy during manufacture using ultra high purity nitrogen gas before leaving the facility. At no time is any solution or other substance introduced into the device. Devices that pass this test are marked by automation for identification. Devices that fail are not marked. The returned device was marked, indicating it met manufacturing specifications when it left atrion medical's facility. The amount of leakage displayed by the complaint device would not have allowed the device to pass during 100% testing after assembly. The o-ring was found to be dislocated/blown out from its assembled position which inadvertently pulled in air instead of water during prepping of the device. The displaced o-ring also allowed water to leak out when the device was pressurized. Atrion medical concludes that the device gauge needle being off zero and the dislocated o-ring are conditions found as a result of over-pressurization of the device by the user. Since the device passed full functional testing prior to shipment from atrion's facility and again when a new o-ring was inserted into the device, the root-cause is determined to be user misuse. Therefore, atrion has not confirmed this complaint as manufacturing related. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "instructions for use: preparation: make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. Unlock the piston by pushing the lock lever left. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position. 1. Prepare a solution of contrast medium and normal saline in a small sterile bowl or in the well provided with the package. Check balloon catheter and contrast medium instructions for specific contrast mixture recommendations. 2. Orient the tubing downward into the contrast medium. 3. Push the release lever left and aspirate enough solution to fill the syringe. 4. Hold the device upright to purge the air from the syringe and connecting tube. Tap the syringe lightly, if necessary, to remove all the air bubbles and fill the connecting tube completely. 5. Inspect the syringe and tubing to ensure that the device has been completely purged. 6. Adjust the syringe volume to 3 to 4cc. If more contrast solution is needed, submerge the syringe tip into the basin of solution and aspirate. Attaching the inflation device to the balloon dilation catheter: 1. Prepare and test the balloon dilation catheter according to the manufacturer¿s directions for use. 2. If a separate syringe was used to prepare the balloon catheter, remove it. Create a fluid-fluid connection between the balloon and the connecting tube (male rotating adapter) of the inflation device by placing a drop of contrast solution from the syringe into each hub. 3. Hand tighten the hubs securely. Balloon inflation and deflation: 1. Release the lock lever and allow the piston to move forward into neutral position (0 atm). 2. To inflate the balloon, engage the lock lever, turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached. The lock lever maintains the increasing pressure. 3. To deflate the balloon, push the lock lever left, releasing the piston, and pull back. Slide the lock lever back to lock, if desired."

Event description:
It was reported that the pressure of the inflation device did not increase.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pressure of the inflation device did not increase.